Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the catheter has a crimp towards the end near the tip and the tip itself is crimped, would not allow wire to pass through, had to open second kit". The associated emdr report numbers are 9680794-2025-00195 and 9680794-2025-00194.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "the catheter has a crimp towards the end near the tip and the tip itself is crimped, would not allow wire to pass through, had to open second kit". The associated emdr report numbers are 9680794-2025-00195 .